Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button appeared to be stuck down. There was no impact to the customers blood glucose level. Reportedly, the customer was able to get the button unstuck.

Manufacturer narrative:
.